Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of, ¿device had no sound¿. The unit was triaged and the customer¿s reported condition was confirmed. Upon visual inspection battery door screw boss was broken. The device was connected to an ac cable and powered on; the device powered on but did not tone as it should, verifying the customers complaint. There are components of buzzer circuit on printed circuit board on which corrosion was found. A trend has been identified and a corrective action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device had no sound.